Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Establishment name: medtronic minimed, street: 18000 devonshire street, city: northridge, state, province or territory: ca california, country: united states of america, post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced adhesive issue on (B)(6) 2026 as tape was not sticking. It was stated that the infusion set was not inserted well and tape was detached.